Event description:
The facility reports the pt was being bathed. The pt was lowered into the bath. The sling was left on the pt while in the bath in case of an emergency. The carer was busy with other activities when the hoist suddenly ascended with the pt to its highest position. Both the pt and the carer were very surprised, but no injuries were reported.